Event description:
The facility reports the staff member was transferring the resident when the resident became stiff at the hip and knee. Her knee was fully extended, which apparently caused her leg to come up under the leg clip. The clip detached from the lift. There were no head stays in the sling, and the resident came out of the lift sling and hit her head on the floor. The staff member that was behind the lift then detached the shoulder clip to fully disengage the resident from the lift. The resident sustained a laceration to the head (back, middle), which required three staples to close.